Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode. Additionally, intermittent radio frequency (rf) telemetry was noted. Abbott technical support was contacted, a firmware download was performed, and the device was reprogrammed to resolve the event. The patient was in stable condition.